Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Grabbing tissue and jaws broke. No patient injury. Delay of surgery was unknown (will try and follow-up and get exact delay in surgery).

Manufacturer narrative:
Investigation information received on 10/22/2018. Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited. Corrected info: b.5 additional information received regarding event details: it was reported when the product broke, it did not break inside the patient, it broke in decontamination. No patient involvement.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request.